Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of stimulation and loss of therapeutic effect. An appointment with the managing healthcare professional (hcp) and their manufacturing representative (rep) was scheduled for (B)(6) 2016. The rep helped the patient adjust the stimulation to program 2 and 1.2v. The patient was able to feel stimulation and it was helping with the symptoms at that time. The patient then experienced the loss of stimulation and a return of symptoms, so they increased stimulation from 1.2v to 1.4v. The patient was to feel the stimulation and was getting relief, but then lost it again the following day. Stimulation was adjusted from 1.4v to 1.6v, but eventually the patient lost the stimulation and symptoms returned again. The patient got up at night about 5 times. They planned to adjust the stimulation to a comfortable level after the call. It was noted that the issues started to occur on (B)(6) 2016. A day later it was reported that after amplitude was increased from 1.4 to 1.9 yesterday, last night the patient got up every 45 minutes to an hour, and when she got up this morning she was not feeling the stimulation sensation. A healthcare professional (hcp) later reported that the cause of the issues was determined to be due to repeated falls by the patient that had caused a malposition of the battery pack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.